Event description:
It was reported that when using the bd pyxis¿ anesthesia station es an unexpected error has occurred while recording a transaction. The customer reported that the issue occurred while dispensing the medication and resulted in a delay to the patient workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es an unexpected error has occurred while recording a transaction. The customer reported that the issue occurred while dispensing the medication and resulted in a delay to the patient workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-aug-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was failed to communicate properly during the transaction process. The field service engineer (fse) had reimaged the station due to a full hard drive. After reimaging, the fse performed testing to confirm that the system was functioning properly. The system functioned as intended after the field service engineer repaired the device.